Event description:
Reported via medwatch mw5081655. It was reported that the patient experienced tremendous pain. Seven idc .018in 6mm x 20cm coils were used in an embolization procedure. In addition, eight non-bsc coils were implanted. Immediately following the procedure, the patient experienced tremendous pain and continues to experience chronic pain since the procedure. The coils were reported to be hitting the patient's nerves. The severe pain prevented the patient from playing with children, being active, sitting in a car for 20 minutes, sitting at a desk, "lay" on the side or "take" deep breaths without severe pain. The patient is scheduling for a specialized robotic surgery to remove the coils.